Event description:
The customer reported that vasoseal was used on 7/17 following a right and left heart cath. The following day the pt noticed swelling which increased over the next 2 days. Pt came to ER and was sent home following an examination. The following day the pt presented with a fever and foul smelling drainage from insertion site. The pt was admitted and had an incision and drainage. The culture results showed a polymicribial infection. The pt was put on intravenous antibiotics.